Manufacturer narrative:
No investigation possible so far - product not yet returned.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): breakage of the instrument tip during surgery. Operation extension of 30 min.

Manufacturer narrative:
The instrument was returned on 03 february 2021 for investigation. Upon evaluation, it can be confirmed that the distal part of the instrument was broken. The instrument was heavily bent which indicated high force applied. There is no sign of corrosion. The root cause is most likely mechanical overload i.e user error. The instrument was manufactured in 2005. No indication for a material or manufacturing related issue was found during the investigation. Based on the evaluation, this case is user error or product abuse without patient harm, therefore a non-reportable incident.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.